Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear during preparation presented a detachment outside the patient. During preparation on the table, purged/flush and manipulated correctly sheath and dilator were done. But when the dilator was inserted into the sheath, a little metal wire appeared at the tip of dilator. It seems that it was a metal part of the sheath. There were no difficulties inserting the dilator into the sheath and the little metal wire was not removable. Was preferred to take another faradrive and then the procedure was completed successfully without patient complications. The device is expected to be returned.